Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to a cylinder puncture. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the event resolved.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cylinder puncture was confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had an excess air between the inner and outer tubes when inflated with syringe; bulging was present. Cylinder 2 had a hole in the outer tube which led to a small leak in the proximal cylinder body that was the result of wear at a fold. Cylinder 2 also had a hole in the distal cylinder body that was the result of a sharp instrument damage. It was informed that the sharp instrument damage was occurred during decontamination process and it will considered be a secondary failure. Both cylinders were not pressure tested due to that leak and bulge were identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to a cylinder puncture. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the event resolved.